Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It has been reported that when the surgeon was about to open the product, he noticed that the nail was protruding by the exterior of the primary packaging, loosing the sterility. Due to only one size is shipped at once, the procedure could not be carried out and had to be postponed.

Manufacturer narrative:
Evaluation revealed the knee arthrodesis nail to be the primary product. Further product details were not reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The packaging corresponds to current design. A complaint review revealed no similar complaints for the current packaging design version. Since the nail and related packaging was not returned for evaluation visual, dimensional as well as material investigation could not be performed. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified.

Event description:
It has been reported that when the surgeon was about to open the product, he noticed that the nail was protruding by the exterior of the primary packaging, loosing the sterility. Due to only one size is shipped at once, the procedure could not be carried out and had to be postponed.